Event description:
It was reported that the patient was revised approximately one month post-initial implantation due to instability. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4), cat: 110031429 lot: 64489367 +3mm retentive thickness 40mm diameter bearing. Cat: 211219 lot: 65696622 compr srs prox bdy - lg 52mm. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2024 - 00722.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Devices are used for treatment. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.